Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pierced through the bd insyte-n¿ IV catheter while introducing it. The following information was provided by the initial reported: "she stitches in when she repositions it."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 18-apr-2022. H6: investigation summary: sixteen (16) samples, one actual unused sample in open packaging and fifteen (15) representative samples in sealed packaging, were received by our quality team for evaluation. The actual sample was subjected to visual inspection to check for bent catheter. No bent catheter was observed. The representative samples were subjected to visual inspection to check for catheter damage. All samples passed the visual inspection with no catheter damage observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the needle pierced through the bd insyte-n¿ IV catheter while introducing it. The following information was provided by the initial reported: "she stitches in when she repositions it."